Event description:
On (B)(6) 2026, the patient underwent a kidney biopsy procedure under ultrasound image guidance through normal density tissue. After one biopsy sample had been successfully obtained, it was reported that the outer cannula could not be fired when using the side firing button, although the button was not stuck. No coaxial was used. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. Three electronic photo was provided and reviewed. The first photo shows one maxcore device was outside the package which in in full prime position and also labelling information was provided on their package which verifies/matches with tw details. The second photo shows one maxcore device was outside the package which in in full prime position and also labelling information was provided on their package which verifies/matches with tw details. The third photo shows one maxcore device was inside the package were only the device probe was visible which in in full prime position and the labelling information available which verifies with tw. Based on the photo review, the reported issue cannot be confirmed. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause for the alleged failure to fire issue could not be determined based upon the provided information. It is unknown whether patient and/or procedural issues contributed to the reported event. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.